Manufacturer narrative:
The initial complaint description was believed to be an unraveling of a guidewire tip inside a patient. Upon return and evaluation of the device the unraveling was actually deformation of the spring on the proximal end of the device, that is not inside of the patient. There is no risk of patient injury as a result of the spring deformation, therefore, this event is not deemed to be a reportable event. Since an initial MDR was sent, a supplemental MDR is being sent with the investigation and the conclusion that there was no reportable device malfunction. Returned for a device evaluation was an occluded unifuse guidewire. A visual examination of the returned device noted the proximal end of the guidewire had been pushed through the flare cap and the compression springs were prolapsed. This is an indication of an attempt to remove the catheter from the occluding guidewire. The failure mode is consistent with inability of the guidewire to fully pass through the catheter, causing higher than normal compression of the spring and proximal force of the wire at the cap. Functional testing was performed on the returned device. Both the wire and catheter were measured for correct dimensions with no anomalies found. A new guidewire was inserted in the catheter without issue. The failure mode could only be recreated by simulating an occlusion in the catheter. The customer's reported complaint description of the customer encountered problems with the occlusion wire is confirmed. The most likely root cause for the damaged guidewire was the attempt to remove the catheter from the occluding guidewire. This attempt caused higher than normal compression of the spring and proximal force of the wire at the cap resulting in the deformation of the proximal end of the guidewire. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. The instructions for use, provided to the user with this product, states: warning: never advance the guidewire against resistance; this could cause vessel trauma and/or wire damage. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint # (B)(4).

Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. The firm is attempting to obtain the device. An investigation into the root cause for product problem is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. (B)(4).

Event description:
As reported to angiodynamics on (B)(6) 2017: during a procedure, using a unifuse infusion system, it was noted the occlusion wire had unraveled inside of the catheter. The device was set aside and a new of the same was used to complete the procedure. There was no harm or injury to the patient due to this event. It was indicated that the defective disposable device is available for return to the manufacturer for evaluation.